Event description:
The pt developed an infection (cellulitis) 3-7 days post tah procedure. Symptoms included redness, tenderness at the incision site with a low grade fever. Infection was treated post operation with antibiotics, which resolved the infection without any further complications.